Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle tightness and spasms. The patient's pump was replaced because, it was (B)(6) and the managing center preferred her to have the pump replaced at the same time as the catheter replacement, as opposed to having the patient come back for a second surgery in (B)(6). The patient's catheter was replaced because, it was discovered to have fallen out of the intrathecal space, in addition to a complete catheter kink. A (B)(6) study was attempted under radiological imaging, where it was determined the catheter had a complete catheter kink, as well as thoracic spine CT which showed the catheter out of the intrathecal space. The medication being delivered via the device was lioresal.